Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, photos of the device were provided for review; however the broken screw was not identified. Without the requested clinical information such as the post-operative notes and x-ray images, the reported screw breakage could not be further assessed. The trigen low profile screw is implantable, biocompatibility is not an issue. There is potential risk for corrosion and local irritation, tissue inflammation, and/or pain. Migration is unlikely as it was reported that the distal portion of the screw was retained in the bone. No further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The screw is broken and the remaining piece was not returned, rendering the device inoperative. The remaining hardware was returned. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that photos of the device was provided for review; however the broken screw was not identified. Without the requested clinical information such as the post-operative notes and x-ray images, the reported screw breakage could not be further assessed. The trigen low profile screw is implantable, biocompatibility is not an issue. There is potential risk for corrosion and local irritation, tissue inflammation, and/or pain. Migration is unlikely as it was reported that the distal portion of the screw was retained in the bone. No further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after an internal fixation surgery had been performed on an unspecified date, a 5.0 x 60 trigen lp screw broke inside the patient, which resulted in pain. In order to resolve this problem, the broken screw and the rest of the hardware were taken out and replaced on (B)(6) 2021; however, part of the broken screw was left inside by surgeon's choice. Patient is fine now.